Event description:
It was reported that during a routine pump replacement, the healthcare provider found fibrinous tissue inside of the sc connector. The patient was not having any symptoms due to the fibrinous tissue inside the housing of the sc connector. The catheter was not revised, the sc connector was cleaned of fibrinous tissue but was not replaced. No additional actions or interventions were taken. The pump was used to infuse compounded baclofen (concentration 2000 mcg/ml, daily dose 475 mcg/day).

Manufacturer narrative:
Concomitant medical devices: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).